Manufacturer narrative:
This report is for an unknown quantity of unknown screws. Part and lot number are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. It is unknown how many of the screws were removed intact and how many resulted in distal fragments being retained in the patient during attempted removal. The screws that were not completely removed are not considered to have been successfully explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted on an unknown date with one (1) 3.5mm locking compression plate (lcp) olecranon plate and a unknown quantity of unknown screws to treat a olecranon fracture. Post-operatively, the patient presented with a lump over the original fracture site. On (B)(6) 2017 patient underwent revision/explant surgery. During the procedure osteomyelitis was discovered in the bone. Due to the complications of the plate and screws removal an additional 60 minutes was added to operating room time. Patient is reported in stable condition and surgery was completed successfully but with screw fragments being retained. This report addresses the development of osteomyelitis and need for revision surgery. The intraoperative events are addressed and reported in related complaint, (B)(4). This report is for an unknown quantity of unknown screws. This report is 1 of 2 for (B)(4).